Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Configuration required was in the event history log (ehl). Incomplete software download process by customer. During analysis, the reported issue was able to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is user error. Service installed standard configuration 1a12, and set the serial number to (B)(4). Performed power up process, pm and all functional tests which passed.

Event description:
It was reported that a system failure configuration was required.